Event description:
Allegedly, the doctor was performing a turp when the loop broke off into the patient. The doctor immediately retrieved, replaced instrument and completed procedure. The hospital reported there was no injury to the patient.